Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies could not be interrogated. It was also reported that the atrial tachy electrogram storage had been reprogrammed to 0% following guidant's june 17, 2005 physician communication. The device was subsequently explanted and returned to guidant for analysis.